Manufacturer narrative:
Company rep evaluated the unit and replaced the display.

Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected heart rate monitoring. No pt injury was reported.